Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H6: customer quality investigation: the guidewire was not returned. A photo-investigation was performed on the received images. Upon inspecting the images, the part number and the lot number cannot be identified from the device and the complaint condition of a deformed guide wire could not be confirmed. A review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number. Conclusion: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that one (B)(6) 2021, during a procedure the guide wire broke in the reduction to place the cannulated screw. One pin 1.25 broke and remains inside the patient. Two pins 1.25 were bent. This report is for (1) guidewire ø1.25 w/thread-tip w/trocar l1. This report is 4 of 4 for (B)(4).